Event description:
Per provider the repair center alleged low o2/yellow light and key is smart pack filters are missing. Additional malfunctions are the gear clamps were stripped and the nylon ties had loose hardware.